Event description:
Additional information reviewed no other interventions were indicated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported there was poor tremor control. The patient's programmed was at the top of the allowed range for their right hand at 1.9v and the left hand was at 1.5. The higher voltage was causing slurring of speech. Device interrogation was done; left was case positive, 1 negative, 2.7v, pulse width 90, rate 160 and right was case positive, 10 negative, 1.0v, pulse width 90, and rate 160. The patient was reprogrammed to right one positive, 0 negative, 4v, pulse width 100, rate 160 and left case positive, 8 negative, 1.5v, pulse width 160, and rate 160. The outcome was resolved without sequelae. The event was possibly related to the device or therapy, not related to the implant procedure and was due to programming. The event had resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that imaging was performed on (B)(6)2017 that resulted in the confirmation of a stable location of the deep brain stimulation (dbs) leads. It was then stated that "1 cm area of t2/flair hyperintensity along course of l lead in centrum semiovale. Mild microvascular ischemic disease, [especially] in anterior pons." No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received further reported that diagnostics included the patient reporting a "lousy tremor control" (B)(6) 2016. On (B)(6) 2016, the patient called the clinic with worsening tremor and outlined 8 settings over the last month that had not helped with the tremor. An examination was performed (B)(6) 2016 and identified visibly worsening tremor. It was noted the patient continued to have worsening tremor with the stimulator off, but the stimulator was not effectively controlling the tremor to a "meaningful extent." Along with the previously reported slurred speech, the patient had swallowing and balance difficulties, especially when the deep brain stimulation (dbs) was set higher. The patient interventions included 5 injections of botox occurring the same day of examination. It was indicated the physician considered cerebellar degenerative syndrome and was planning an MRI to assess the diagnosis and lead placement. The outcome was considered ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient's tremors had been worsening since their (B)(6) visit to the clinic. The signs/symptoms were also updated to include that as of (B)(6) 2017 the patient's tremors were worsening, but increased voltage negatively impacts their speech and swallowing/coughing. As a result they required help at meal times and increased voltage to help with their tremor. To alleviate this the patient was reprogrammed on (B)(6) 2017, with their voltages lowered to 2.5 and 3.2, notably improving the patient's speech and right hand tremor. The event outcome resolved without sequelae following reprogramming. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's symptoms were ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the right vim had its voltage raised from 3.5v to 3.8v with mild tremor improvement. The event was unresolved with no further action planned.